Event description:
It was reported that during a radical prostatectomy procedure, the non-active blade broke off. The doctor removed piece from pt. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 10/23/2008. Evaluation summary: the analysis found that the device was received with the blade discolored (blue), due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (blue) area. This failure is caused due to activation of the device, while clamped without tissue being present. For this reason, the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." However, a corrective and preventive action has been initiated to address this issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.